Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for a generator change procedure. During pre-operation diagnosis, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited impending failure. Both the ra and rv leads were explanted and replaced. There were no patient consequences.

Event description:
Additional regulatory report required for the right atrial lead (ra) exhibited oversensing noise resulting in occasional inappropriate mode switch and right ventricular (rv) lead exhibited noise.

Manufacturer narrative:
The reported events were ¿the original placement of leads were causing lead noise¿ and mode switch. The reported event of ¿the original placement of leads were causing lead noise¿ was confirmed. A partial distal portion of the lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.